Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 600 mg/dl, 343 mg/dl. The customer reported the following symptoms related to their high blood glucose such as nausea, vomiting, abdominal pain, difficulty breathing. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.